Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing, the patient was reportedly watching television while sitting in a chair. It was noted that auto setup failed all three vectors, failing due to r to t ratio and small r waves. During post operation check they saw noise in secondary, and device was programmed to the primary sensing vector. A rate dependent bundle branch block was suspected to have caused the widen qrs and getting t wave oversensing. The patient was failing all vectors testing and was admitted to the hospital with tachycardia therapy programmed off. Technical services (ts) was asked to review session files and x rays, provided a review discussing that performance with smart pass on was beneficial during morphology changes while in secondary vector. Ts suggested attempting to reenable smartpass for primary vector. Subsequently the electrode tip was noted to be bend laterally with no signs of damage. A decision was made, and this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to t wave oversensing, the patient was reportedly watching television while sitting in a chair. It was noted that auto setup failed all three vectors, failing due to r to t ratio and small r waves. During post operation check they saw noise in secondary, and device was programmed to the primary sensing vector. A rate dependent bundle branch block was suspected to have caused the widen qrs and getting t wave oversensing. The patient was failing all vectors testing and was admitted to the hospital with tachycardia therapy programmed off. Technical services (ts) was asked to review session files and x rays, provided a review discussing that performance with smart pass on was beneficial during morphology changes while in secondary vector. Ts suggested attempting to reenable smartpass for primary vector. Subsequently the electrode tip was noted to be bend laterally with no signs of damage. A decision was made, and this s-ICD system was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.